Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Unknown cement was used. It was also reported that the femur was rocking on adapter. Surgeon believes femur and adapter bolt was not put together correctly. Doi: (B)(6), dor: (B)(6) 2018; left knee.